Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was 129 mg/dl. The customer stated that the electrode was missing. The sensor will not be returned for analysis.